Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the suction tubing was kinked. The tubing was replaced, and the unit was returned to service. The customer contact reported there was no patient information available.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient injury.